Event description:
Reporter alleged the customer obtained discrepant blood glucose values of a reading in the 650s mg/dl back to back with a result of 200 mg/dl when testing was performed within about 5 minutes apart on the advantage system. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.